Event description:
The customer reported via phone call that the insulin pump drive support cap was loose out of the device and not recessed into the unit. Customer's blood glucose was unknown at the time of incident but was 17mg/dl one week prior to the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction the customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
No missing drive support cap or loose drive support cap noted during visual inspection. No missing parts on unit noted during visual inspection. Unit received with minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.